Event description:
On february 24, 2009, medwatch uf/importer report was received: " event desc: the pt was reevaluated 4 days after hysterectomy for abdominal pain and distension. She was found to have a perforated sigmoid colon. She was brought emergently to the operating room where she underwent the repair of perforation and end-colostomy. The pt was admitted to the intensive care unit on ventilator and blood pressure support medications. She had an extensive stay in the intensive care unit where she suffered from bilateral pleural effusions and pneumonia. She was eventually able to be transferred to the general medical floor. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No".

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. On march 20, 2009, additional information regarding the event was provided by the site's risk management coordinator. The surgeon noted the cause of the pt's perforated sigmoid colon was a thermal burn, believed to have been caused by the monopolar curved scissors instrument. Coordinator stated that no test results confirming this information were included in the report. No additional information was provided. No additional pt harm or adverse outcome was reported. If additional information is received, a follow-up MDR will be submitted.